Event description:
It was reported to boston scientific corporation, that a wallstent biliary stent w/unistep plus was used during a stent placement procedure, performed on (B)(6), 2009. According to the complainant, the physician was performing ercp with stent placement when he "failed to release the stent from the scope's channel". The device was removed from the patient, and the procedure was completed with a new scope and another wallstent biliary device. The physician reported that there was damage to the stent after removal from the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Damage, internal/external. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).